Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant back to back blood glucose results of 459 mg/dl versus 186 mg/dl when testing was performed a few minutes apart on the advantage system. The location of the testing was not provided. Customer stated having no high blood glucose symptoms at the time of the testing. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The advantage system: meter with comfort curve strip lot 549098 and expiration date of 08-31-2007.